Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-paddle lead; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 20296615.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices will not be returned.